Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. An unspecified target lesion was being treated with a veriflex (mr) 20mm 2.75 stent. During preparation the physician removed the stent protector then noticed the stent was damaged. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).